Event description:
It was reported that during the procedure the patient suffered a stroke. The condition is continuing and not pre-existing. Action/treatment: heparin was administered. This event resulted in new/prolonged hospitalization and the patient's outcome is improving.